Manufacturer narrative:
The device was received and evaluated/ the exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation that would cause a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 22 mmol/l (396 mg/dl). The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied and a bolus of 3.5 units was delivered.